Event description:
It was reported the patient underwent a pocket revision in late 2008 because the stimulator was standing on its side. The stimulator was moved closer to the surface. The patient met with the manufacturer representative. Recharge coupling issues were reported. The patient tried a belt, pressure and multiple positions (including lying on the stimulator). No swelling was reported. The stimulator could be interrogated using a physician programmer, a patient programmer and a recharger, however, no recharge coupling bars appeared. The representative planned to discuss the issue with the physician. There has been no further follow up on this patient.